Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for the driveline infection on (B)(6) 2024. Bacterial cultures of the infection identified staphylococcus aureus. The patient underwent a pump exchange on (B)(6) 2024 due to the complicated driveline infection. There were no alarms to prompt the exchange. The patient was recovering well and planned to be discharged home. They completed a course of antibiotics per transplant infectious disease (ID) for the infection. The patient was discharged on (B)(6) 2024.